Event description:
Philips received a complaint from a biomedical customer regarding a v60 ventilator indicating that during unit setup, the nurse call alarm function was not operating as expected. The expected behavior was proper activation of the nurse call alarm; however, the actual behavior observed was that the nurse call system did not alarm when the ventilator alarmed with the nurse call cable connected. The issue rendered the device not usable and in need of repair. There was no patient involvement reported, and the software version was not available. The customer confirmed that the nurse call cable functioned properly and that other ventilators successfully activated the nurse call system using the same connection. No visible damage was observed to the phone connector located at the rear of the unit. The customer requested troubleshooting assistance. The remote service engineer (rse) advised the customer to perform the alarms test within the performance verification test (pvt) to verify continuity. The customer was further advised that if the test does not pass, replacement of the cpu printed circuit board (pcb) would be recommended to resolve the issue. Per good faith effort (gfe) response, it was later confirmed that after additional testing, there was no fault was identified with the device. The investigation concluded that no further action was required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.